Manufacturer narrative:
Complaint confirmed as MDR reportable (B) (6) 2009 upon initial evaluation. (B) (4). The catheter was analyzed and inspected upon receipt, the catheter was intact, and no damage was found. Manufacturing information and previous complaint data was reviewed against the lot number, and no irregularities were found. No evidence was seen that would conclude that the device was manufactured out of specification. In the past, a severely kinked guide wire (as was found in this case) has been found to be attributed to this failure mode. Although there was no patient impact associated with this incident, if the event were to reoccur, there could be a potential for injury. This report is being sent as a notification. If additional information becomes known, a supplemental report will be filed.

Event description:
Physician reported that multiple runs of the lad were performed; on the 3rd run, the catheter detached from the wire and went down the lcx. The catheter and wire were removed as a unit and a new catheter was used without incident.